Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and shocks for supraventricular tachycardia (svt). A technical services consultant reviewed the episode data and discussed programming options. During the data review, it was observed that this ICD had exhibited high, out-of-range shock impedance measurements that were greater than 125 ohms. It was then reported that the sales representative had observed the high shock impedance measurements during a follow-up and reprogrammed the shock configuration. The shock impedance measurements have remained within normal range since the reprogramming. It was noted the physician prescribed a medication to the patient to control the svt arrhythmias. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain in service. The technical services consultant discussed troubleshooting the right ventricular (rv) lead to determine the cause of the out-of-range shock impedance measurements in the previous shock configuration. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.